Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, the lens was not implanted. If explanted, give date: not applicable, the lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 preloaded intraocular lens (iol) was partially inserted into the patient's right (od) eye on (B)(6) 2020. The lens would not advance in the preloaded inserter while inserting. The procedure was completed successfully with a back up lens of the same model. There was no surgical intervention performed during the replacement process. The current patient status was reported as recovered. No additional information was provided.

Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 3/16/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the product was received with packaging components (folding carton) and pcb00 device. A visual inspection using magnification was performed to device sample returned and the following were the observations: the plunger and pushrod was observed in advanced position. Viscoelastic residues of lubricant material were observed on cartridge. The lens was out of the device, and one of the haptic was detached. The cartridge tip was observed in good conditions. The complaint issue was verified. Based on the visual evaluation of the returned unit it could not be determined that the cause of the issue reported is related to the manufacturing process since there are indications the unit was handled and prepared for lens insertion at the surgical stage. A product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no additional compliant were received from this production order. Conclusion: as a result of the investigation there is no indication of a quality product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.